Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer rebooted the system and the issue no longer was present. The customer cancelled the service call. The reported problem was resolved by the customer. No additional service info was provided.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.